Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no adverse impact to customer's blood glucose level. Clinical support guided the customer through reinserting the needle into the septum to resolve the issue.